Manufacturer narrative:
This product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of a -12.0/2.5/090 (sphere/cylinder/axis), was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022, the lens was exchanged for a longer length lens due to low vaulting without rotation. The problem was resolved. Cause reported as unknown.